Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: 2016 (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that at the visit with the hcp the patient reported that their stimulator was working, however, the patient was not getting pain relief. Therefore it did not appear to be a device malfunction. There is concern that the leads had shifted, and was reprogrammed by a manufacturer's representative (rep). No further complications were reported or anticipated.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of radiculopathy and spinal pain. It was reported that the patient was having problems with the stimulator as it is "not working on one side (right side)." The patient reported that they had been dealing with this issue for over a year and manufacturer's representative (rep) have helped reprogram the device several time to get it to work on the right side, but the pain has gotten so crucial and severe, the patient stated that they need to be reprogrammed. The patient reported that they have not been working with a rep in the past year (all their old reps left), so that is when they are calling, to request an appointment. The patient stated that they have been dealing with this issue for over a year. The patient was forwarded to their healthcare provider (hcp) to address the issue. The patient stated that they have an appointment on the (B)(6). No further complications were reported or anticipated.